Event description:
During preparation before a procedure, severe friction was noted upon removal of the guidewire from the dispenser coil after flushing. Hospital personnel checked the wire after removal and noticed the coating had been peeled off. There was no allegation of harm.

Manufacturer narrative:
The device in question was not returned to boston scientific for further investigation, as it was discarded by the hospital. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If any further, significant information becomes available, a supplemental report will follow.